Manufacturer narrative:
Additional devices for this complaints: serial # : (B)(4), catalog # : 1403us, exp. Date: 03/31/2015, mfg. Date: 03/31/2014. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device retained by patient.

Event description:
It was reported from the site that the patient was seen in clinic and found to have loose connections on controller today ((B)(6) 2016) during a regularly-scheduled clinic appointment. The controller was replaced without incident. Patient tolerated controller exchange without difficulty. The patient and care givers were instructed per the patient manual on alarm awareness, water avoidance and carefulness when connecting and disconnecting to power sources." No additional information available.

Manufacturer narrative:
Additional system component being reported for this event: controller-(B)(4). Hw(B)(4) and (B)(4) were not returned for evaluation. Review of the manufacturing and inspection records confirmed that the associated devices met all requirements for release. Log file analysis revealed 2 electrical fault alarms of type sys_rear_over_current_trip and motor failure' were recorded on (B)(6) 2016, confirming the reported event. The patient was operating in single stator mode for approximately 3.5 hours until the motor failure' electrical fault was recorded at 18:37:05. It was reported that "no known trauma or accident to correlate with alarms" and the patient elected not to proceed with any driveline repair. There is no evidence to suggest a device malfunction caused or contributed to the reported event. A possible root cause of the reported event is a short in the driveline wires leading to the sys_rear_over_current_trip and motor failure' electrical fault alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.